Event description:
There was an allegation of a questionable calcium result from the cobas pro c 503 analytical unit. The initial testing did not have a numeric result but a data flag. The repeat result was 5.09 mg/dl and was reported outside of the laboratory the physician questioned the result and the sample was repeated on another cobas c503 analyzer with a result of 8.68 mg/dl. The sample was then repeated on the original analyzer with a result of 8.68 mg/dl. The reagent lot number was 690455. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer found there was insufficient rinsing of the sample probe, there was buildup around the tip of the sample probe, and the rinse nozzle dispense was too high he cleaned the probe, performed gear pump pressure adjustment, horizontal and vertical adjustments of the sample probe, adjustment of sample probe rinse station dispense, and rinse mechanism dispense level adjustments. He performed precision testing that was acceptable and the customer ran qc that was acceptable. The investigation determined the service actions resolved the issue. H3 other text : na.